Manufacturer narrative:
(B)(4). Eval found the unit inoperable due to contact "reload set" alarm. Eval found the upper reading on the ultrasonic sensor to be 183 with a fluid filled tube and should be >7000, caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms if the pump was able to run. Review of the history log shows multiple events of "reload set" alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a pumps "air detector sensor" was bad. It was also reported there was no pt injury.